Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon and pump were visually examined and microscopically tested. No anomalies were found with the components. The cuff was visually examined and functionally tested. A tear was identified in the cuff shell. The cuff fluid leak is consistent with tool or instrument damage. The damage most likely occurred during the implant procedure. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of mechanical issues and fluid leak.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff leakage. The fluid loss was identified because there was a loss of pressure. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff leakage. The fluid loss was identified because there was a loss of pressure. All components were removed and replaced. No patient complications were reported.